Event description:
A surgeon reported to a depuy mitek sales person that when he was screwing in the bio intrafix screw (8 x 10), he noticed that the driver had broken and fell into the patient. He tried to retrieve it, but ultimately left it inside the patient.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. It was reported that a high degree of torque was applied to the device. At this time we can not identify any other factors other than excessive that would have resulted in such a failure. The surgeon also reported there were no adverse effects to the patient. It is possible; however, that patient injury could potentially occur because of the broken piece. It is because of this potential an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.